Event description:
Caller stated that on (B)(6) 2023, he was implanted with a smith and nephew total hip replacement cup and liner. On (B)(6) 2023 the hip dislodged as it popped out of pocket. He visited the hospital and the device was pushed back into pocket. On (B)(6) 2023 the same incident happened where the hip dislodged again and was pushed back into pocket. Caller met with his doctor on (B)(6) to discuss why he was having problems and he was told that the device was recalled. On (B)(6), he had a revision where the cup and liner was replaced. On (B)(6) 2025 he met with his doctor because of pain and discomfort. He also stated that he may be getting another revision. Caller wants to know why the device were recalled and he did not receive any notification about the recall. Pt codes: 1994, 2330. Device codes: 2923; 1420; 2978. Reference reports; mw5179391, mw5179392, mw5179394.